Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were having depleted battery life. The customer reported that the batteries were not lasting longer than usual. The customer reported that the screen was blank after reinserting the battery. The customer's blood glucose was 93 mg/dl at the time of incident. The insulin pump will not be returned for analysis.